Event description:
Two patients were scheduled for treatment using a leksell gammaknife model c/b-2 stereotactic radiosurgery unit, which uses an automatic positioning system (aps) to automatically change patient position during treatment. The unit is 11 years old but was upgraded in 2005. It appears that an error code came up which was cleared but left the machine out of sync with the second patient's exact position. It appears for this second patient all subsequent treatment points were offset by 4.5 mm in the x-axis. Further evaluation reveals that gammaknife radiation treatment may not have been administered to the exact intended area for the second patient.